Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did not occur after moisture exposure and customer was not sure if buttons were pressed longer than 3 minutes or longer. Customer also reported that buttons were not responding. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.